Event description:
It was reported that there was no capture on the left ventricular lead one day post implant. The patient was taken back to the operating room and the incision re-opened. The physician found that the lead pulled away from the epicardial surface. The lead was re-sutured down to the epicardium. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, implantable pacing lead, (B)(6) 2010; d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 694775, implantable tachy lead, (B)(6) 2013.  (B)(4).